Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/03/2015. The fse found a leak at the tubing through pinch valve pv37. The fse replaced the tubing, which repaired the leak. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a leak from the right side coulter hmx analyzer with autoloader while running patient samples. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.